Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the cardiac resynchronization therapy defibrillator (crt-d) system, the crt-d showed low impedance values. The crt-d was not used and a replacement crt-d was implanted. It was also reported that during the implant procedure, the right ventricular (rv) lead was found to have insulation damage. The rv lead was not used and a replacement rv lead was chosen and implanted. It was also reported the left ventricular (lv) lead exhibited low impedance. The lv lead remains in use. No patient complications have been reported as a result of this event.